Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the plastic connector and tubing was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : customer done the repair.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by customer, the cs300 intra-aortic balloon pump (iabp) units tubing from the iab fill port broke away from plastic connector. There was no patient involvement.